Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary for (B)(4): helix disengaged from helical channel. Additional findings of inner tubing kinked/buckled, blood in/on helix mechanism (sleeve head) and blood in/on helix mechanism. Full lead returned and analyzed.

Event description:
It was reported that during an implant, the helix would not extend. The lead was not used. A different lead was implanted. No patient complications have been reported as a result of this event.